Event description:
Hcp reported pt with right scalp incision drainage. Pt tested positive for methicillin-resistant staphylococcus aureus (mrsa). Pt was treated with antibiotics and the device system was removed. The device was explanted and returned to the MFR for analysis.